Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01131, 0001822565-2018-01133, 0001822565-2018-01134, 0001822565-2018-01135, 0001822565-2018-01136, 0001822565-2018-01137, 0001822565-2018-01138, 0001822565-2018-01139, 0001822565-2018-01140, 0001822565-2018-01141, 0001822565-2018-01142.

Event description:
It was reported that the provisional was returned with ball bearings missing. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Concomitant medical products- tibial articular surface provisional shim size gh 14 mm thickness catalog#: 42527900704 lot#: 62784389, surface provisional shim size gh 12 mm thickness catalog#: 42527900702 lot#: 62759779, tibial articular surface provisional shim size ef 10 mm thickness catalog#: 42527900500 lot#: 62765297, tibial articular surface provisional shim size cd 12 mm thickness catalog#: 42527900302 lot#: 62776937, tibial articular surface provisional shim size cd 11 mm thickness catalog#: 42527900301 lot#: 62724746, tibial articular surface provisional shim size ef 14 mm thickness catalog#: 42527900504 lot#: 62357318, tibial articular surface provisional shim size gh 11 mm thickness catalog#: 42527900701 lot#: 62756004, tibial articular surface provisional shim size ef 11 mm thickness catalog#: 42527900501, lot #: 62356783, surface provisional shim size gh 11 mm thickness catalog#: 42527900701 lot#: 62357320, tibial articular surface provisional shim size ef 11 mm thickness catalog#: 42527900501 lot#: 62710614. Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual examination of the returned part shows signs of repeated use, wear and has a ball bearing missing. DHR was reviewed and no discrepancies were found. This specific device is confirmed to have been a part of a previous investigation. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. Therefore, the root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.